Event description:
Customer reported the table console receptacles are not working correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand control cables. System operates as intended.